Event description:
The following has been reported: biomed reported: -confirmed pump will not run a secondary infusion. -when testing, used another pump with the same cassette which was able to start a secondary infusion. -no patient harm reported, stopped during active infusion." A preliminary review of the logs identified the following issue: mechanical harsensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.

Event description:
The device was returned for sensor hardware failure (set ID sensor). Investigation verified that the unit is not recognizing the secondary input. Performed the set ID admin test and the unit failed. The set ID will be removed and replaced during the repair process.during investigation it was found the cycle counts on the batteries were high (>140). While the batteries are not a source of failure at this time, they will be removed and replaced.